Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator experienced difficulty when performing the puncture using an 18g 70mm one-piece angiographic needle with snap-on wing during an arterial access procedure. The medical team confirmed, through ultrasound imaging obtained during the intervention, that the needle did not enter the vessel smoothly and caused a rupture in the arterial wall. There was no reported patient injury. The device could not be returned because it was used on the patient. The tip of the needle was not damaged. A rupture was reported, and the needle did not make a smooth perforation and required force to perform the arterial puncture. No treatment was required. The puncture site was the groin at the femoral artery. Only one device was involved. No damage was observed on the device or packaging before opening. The device was stored and prepared in accordance with the instructions for use. The procedure was completed using the specialist¿s standard puncture technique. The user was trained in the use of the device. It was necessary to apply considerable force to pierce both the skin and the vessel wall, which was not typical for this type of procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the operator experienced difficulty when performing the puncture using an 18g 70mm one-piece angiographic needle with snap-on wing during an arterial access procedure. The medical team confirmed, through ultrasound imaging obtained during the intervention, that the needle did not enter the vessel smoothly and caused a rupture in the arterial wall. There was no reported patient injury. The device could not be returned because it was used on the patient. The tip of the needle was not damaged. A rupture was reported, and the needle did not make a smooth perforation and required force to perform the arterial puncture. No treatment was required. The puncture site was the groin at the femoral artery. Only one device was involved. No damage was observed on the device or packaging before opening. The device was stored and prepared in accordance with the instructions for use. The procedure was completed using the specialist¿s standard puncture technique. The user was trained in the use of the device. It was necessary to apply considerable force to pierce both the skin and the vessel wall, which was not typical for this type of procedure. The device will not be returned for evaluation. A product history record (phr) review of lot 24a352 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported "needle dull" could not be verified and the exact cause of the reported event cannot be determined. Vessel injury, including perforation or ¿arterial rupture¿, is a known potential complication associated with percutaneous vascular access procedures and may occur despite appropriate device use and operator technique. The product labeling includes safety information and instructions intended to support proper device handling and use, including inspection prior to use and avoidance of damaged devices. As outlined in the potential complications, procedures requiring percutaneous introduction should not be attempted by physicians unfamiliar with the associated risks, which may include, but are not limited to, air embolism, vasospasm, infection, intimal tear, hematoma at the puncture site, and perforation of the vessel wall. Based on the information available for review, a definitive determination regarding device performance, procedural factors, or operator technique cannot be verified. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if angiographic needle is damaged. Recommended procedure 1. Identify the insertion site and prepare the site using proper aseptic technique and local anesthesia as required. 2. Remove the angiographic needle from package using proper aseptic technique. 3. Flush the angiographic needle with heparinized saline or a suitable isotonic solution. 4. Insert the angiographic needle using standard technique. 5. Insert an appropriately sized mini guidewire to maintain the access site and carefully remove the angiographic needle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator experienced difficulty when performing the puncture using an 18g 70mm one-piece angiographic needle with snap-on wing during an arterial access procedure. The medical team confirmed, through ultrasound imaging obtained during the intervention, that the needle did not enter the vessel smoothly and caused a rupture in the arterial wall. There was no additional reported patient injury. It was necessary to apply considerable force to pierce both the skin and the vessel wall, which was not typical for this type of procedure. The device will not be returned for evaluation.